Event description:
(B)(4). Same case as MDR #s 2134265-2012-04682, 2134265-2012-04685, and 2134265-2012-04683. It was reported that during a stenting treatment procedure, chest pain and stent waisting occurred. In (B)(6) 2010, the patient presented with chest pain and unstable angina. Cardiac catheterization was recommended. The first 99% stenosed, 12mm long target lesion was located in the distal right coronary artery (rca) with a reference vessel diameter of 2.5 mm. The first target lesion was pre-dilated using a 2.25 x 12 mm apex balloon. After pre-dilatation the subject continued to have chest pain. Subsequently the first target lesion was treated with placement of a 2.50 x 16 mm taxus liberte stent. Nitroglycerin was administered to improve pain. A second target lesion was located in the mid rca and treated with direct stent placement of a 3.00 x 12 mm taxus liberte stent. A third target lesion was located in the proximal rca and treated with direct stent placement of a 3.50 x 38 mm taxus liberte stent. Post placement of the stents, mild waisting of all stents was noted. The stent in the distal rca and stent in mid rca was post dilated using a 2.75 x 12 mm quantum balloon. The stent in proximal rca was post dilated using a 3.5 x 20 mm quantum balloon. Following post-dilatation residual stenosis was 0-10% and good flow was noted down the vessel. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).